Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep completed a beam alignment to include camera and collimator. He completed a filament calibration, aligned monitors for grey scale pattern. The system operates as intended.

Event description:
The customer reported there were issues involving the calibration of the system.